Manufacturer narrative:
Correction: the device code has been modified. Outcomes attributed to adverse events has been modified. (B)(4).

Event description:
It was reported that during a pacemaker implantation procedure, the subject lead was inserted into the patient's body. Using two types of curved stylets (one for positioning to near the pulmonary artery and another for the ventricular septum), the physician attempted to fix the lead tip at the ventricular septum; however, the lead tip inadvertently fell into the ventricular apex. In order to locate the lead tip near the pulmonary artery again, the physician slightly pulled the lead body of the lead and then extracted to the stylet from the lead to replace it with the other. Then, the stylet was found to be covered with a significant amount of blood. The blood was wiped off the stylet; however, once the stylet was re-inserted into the lead, it became soaked with blood again. Due to the potential negative effects of the blood infiltration (clotted blood inside the lead could prevent insertion or extraction of the stylet), the use of the lead was discontinued. After a different screwvine 58sep lead was implanted in the ventricle and a screwvine 52sep in the atrium, the implantation procedure was completed. Blood infiltration was not observed on those two screwvine leads.

Event description:
It was reported that during a pacemaker implantation procedure, the subject lead was inserted into the patient's body. Using two types of curved stylets (one for positioning to near the pulmonary artery and another for the ventricular septum), the physician attempted to fix the lead tip at the ventricular septum; however, the lead tip inadvertently fell into the ventricular apex. In order to locate the lead tip near the pulmonary artery again, the physician slightly pulled the lead body of the lead and then extracted to the stylet from the lead to replace it with the other. Then, the stylet was found to be covered with a significant amount of blood. The blood was wiped off the stylet; however, once the stylet was re-inserted into the lead, it became soaked with blood again. Due to the potential negative effects of the blood infiltration (clotted blood inside the lead could prevent insertion or extraction of the stylet), the use of the lead was discontinued. After a different screwvine 58sep lead was implanted in the ventricle and a screwvine 52sep in the atrium, the implantation procedure was completed. Blood infiltration was not observed on those two screwvine leads.